Event description:
According to the reporter: seal broke during surgery, the pt was not injured but they needed to laparoscopically remove the seal from inside the pt.

Manufacturer narrative:
(B)(4).